Event description:
End user reports "he was sent samples of catheter and used one catheter. He changed back to his usual magic 3 go and developed a uti the next day. He states he believes the uti developed from the use of cure hm16. He states he has not changed his technique when catheterizing including he washes hands and then washes his penis with castile soap and water. He then injects 2mg of glido lidocaine into his penis. He then showers and washes his penis and hands again. He activated the water sachet to hydrate the catheter and then used no touch handling sleeve to use catheter. He found that the no touch handling sleeve was very difficult to get a good grip on the catheter and as a result slid down which caused him to touch the catheter. He feels this precipitated the infection. He went to his md office and based on symptoms of fever his md ordered cipro 10mg po daily x 7 days. His symptoms are already improving."